Event description:
It was reported that the patient presented for follow-up with failure to capture exhibited by the right atrial lead. Lead dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.